Manufacturer narrative:
The production history for the device was reviewed and no anomalies were identified. The lot met all test release criteria. Nothing was found to indicate a manufacturing related cause for this event. The result of the investigation is confirmed for the packaging issue reported. The sleeve was tight on the balloon and proved some difficultly to remove it during the evaluation. The evaluation also confirmed a detachment. The balloon was detached from the outer catheter at the proximal bond. The detachment may have been the effect of the unsuccessful removal of the sleeve during device preparation. The ID of the sleeve was measured and found within specification. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. It is unknown whether handling or procedural techniques contributed to the reported event. The definitive root cause for the reported packaging issue could not be determined based upon available information. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: (B)(6) 2019. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon guard on the pta balloon catheter allegedly was difficult to remove. Reportedly, another balloon catheter was used to complete the procedure. There was no reported patient injury.